Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: e1. Corrected d3 manufacturer email. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon/author believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? Citation: https://doi.org/10.1016/j.ejvs.2025.02.004.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: european journal of vascular and endovascular surgery. Doi: not provided. Please see abstract attached.

Event description:
Title: effect of skin closure with metal staples vs. Intradermal suture on groin infections after vascular surgery: a randomised controlled trial. The objective of this multicentre, open label, superiority randomized controlled trial study was to determine whether intradermal suture leads to a lower ssi rate compared with metal staples. Between march 2018 until november 2021, a total of 300 patients aged 54 ¿ 94 years were enrolled (mean age ± standard deviation, 73.4 ± 8.0 years; 217; 72.3% male), with 148 patients randomised to skin closure with an intradermal suture (v-loc, medtronic USA; monocryl ethicon USA) and 152 patients to skin closure with metal staples. Patients with scheduled elective vascular surgery with isolated exposure of the femoral vessels from a longitudinal incision, i.e., femoral endarterectomy, femoral cutdown for endovascular aortic repair, and femoropopliteal or femorofemoral crossover bypass procedure using synthetic graft, were screened for eligibility. Patients were randomised with 1:1 allocation to undergo skin closure with metal staples or continuous intradermal suture. Reported complications include: -seroma and lymph leak (n=19) treatment: not provided -infection or dehiscence (n=20) treatment: not provided -surgical site infection (n=15) treatment: not provided. In conclusion, in patients undergoing elective vascular surgery with primary isolated exposure of the femoral vessels, skin closure with intradermal suture did not reduce the ssi rate compared with the use of metal staples.